Event description:
Attorney reported: in 2007- pt underwent incisional hernia repair surgery with a non-recalled composix kugel mesh and alleges that she began experiencing abdominal pain immediately after the surgery. Eight days later - pt presented at ER for abdominal pain, arhythmia and fevers. A CT scan showed thin, elongated fluid collection at the site of her recent surgery, indicating an abscess or hematoma possibly requiring a CT guided aspiration. The following month - pt admitted to hospital for continued abdominal pain, fevers and continuous draining. Her physician discussed the potential need for operative drainage of the seroma, as well as the mesh. Pt was discharged three days later. Approx two months later - pt admitted to hospital for infection of her abdominal wall hernia mesh and scheduled for mesh explant. During surgery, fluid collection was identified and evacuated, deep below a piece of indwelling mesh was also identified. The mesh was partially incorporated and "punched up". It was dissected from the surrounding fascia and taken meticulously off and away from the loop of bowel and the mesh was completely excised. Pt's physicians diagnosed her with and infected abdominal mesh. She was discharged the following month, with oral antibiotics.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.